Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination confirmed that the stent had become detached from the balloon and not returned. Crimp marks from the stent were evident on the balloon. The stent crimp force, crimp temperature and crimp duration for the device were within the specified range. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. During the preparation of a 20 x 3.50 promus premier¿ drug eluting stent, it was noted that the stent had been stretched when it was removed from the protective hoop. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During the preparation of a 20 x 3.50 promus premier drug eluting stent, it was noted that the stent had been stretched when it was removed from the protective hoop. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During the preparation of a 20 x 3.50 promus premier drug eluting stent, it was noted that the stent had been stretched when it was removed from the protective hoop. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.